Event description:
It was reported that the device will intermittently boot up with a white screen. It was also indicated that the device will intermittently not be able to complete the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device. The software was upgraded and then proper operation was observed through functional and performance testing. The device was returned to the customer for use.